Event description:
It was reported that the patient presented during mitral regurgitation treatment. During procedure, physician bounded the right ventricular lead in the mitra clip and dislodged the atrial lead. Both leads were explanted and replaced on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event was dislodgement. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.